Manufacturer narrative:
The insulin pump was received with missing display window cover, minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button, cracked battery tube, cracked case, cracked battery tube threads, cracked lcd window, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Analysis was unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose was 8.5 mmol/l dl at the time of the incident. Customer states the insulin pump casing has cracked around the battery compartment and the battery cap won't stay in place. The insulin pump will need to be replaced. The insulin pump was returned for analysis.